Event description:
Instrument operator pricked her finger on a reagent probe while trying to manually remove a stuck reagent pack from the instrument. Operator was seen by a doctor who administered a tetanus shot.